Manufacturer narrative:
The reported issue of lvp with dim segment was confirmed on 3 out of 3 returned boards. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 3 out of 3 returned lvp display board assemblies with dim segments. Manufacturing issue: device history review: no device history or qn search was performed since no source device serial number was reported by the customer. Only display boards were provided for investigation.

Event description:
It was reported that the lvp displayed dim segments. No patient involvement.